Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016 of a patient death that occurred on (B)(6) 2013. A cause of death was not reported. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information was provided.